Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During a premature ventricular contraction ablation, the patient suffered a pericardial effusion which required a pericardiocentesis. During ablation, the patient reported pain and a drop in blood pressure was observed. An ultrasound was done which revealed a pericardial effusion. The perforation was located in the cs. A pericardiocentesis was performed and the patient stabilized. There were no performance issues with any abbott device.